Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) 441 mg/dl. Bg was addressed with intravenous fluids and insulin. Reportedly, the customer suspected that the pump was not working as the customer stated that the pump did not alert when the battery was low or when the cartridge was out of insulin. Additionally, it was reported that a bolus was stopped. However, the customer reported not stopping the bolus. Customer was released from ER a few hours later with a bg of 270 mg/dl.